Event description:
(B)(4). It was reported that during a coronary artery treatment procedure, the patient experienced a spasm. Lesion 1 was located in the mid left anterior descending (lad) artery with 60% stenosis and was 8 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent, with 0% residual stenosis. Lesion 2 was located in the mid lad with 80 % stenosis and was 6 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 16 mm taxus liberte stent, with 0% residual stenosis. Following stent deployment, there was some coronary spasm at the ostium of the diagonal branch. This was treated with administration of intracoronary nitroglycerin. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).